Event description:
The device user (du) reached out and the clinical specialist (cs) identified that the reservoir was empty along with error codes 300 (ascites pump running continuously), 330 (frequently empty blood reservoir), and 2330 (frequently empty reservoir over the span of 30 minutes or more). It was noted that there were minimal kinks in the tubing, but there was lots of blood at the bottom of the bowl and air was found in the arterial line and intra vena cava (ivc) return tubing. The du confirmed that the ascites pump was running, but was unable to keep up with the blood loss at the time. It was further noted that the device had been in low reservoir mode for approximately 20 minutes at the time. The cause of the bleeding and loss of hemostasis could not be determined while flows were noted to be zero in all vessels at the time. The clinical specialist (cs) recommended an immediate cold flush with repair of the site of bleeding, however the du stated that they would contact their surgeon and have them come onsite. Additionally, the du notified that the liver had been connected and the perfusion had been stable prior to transport back to their facility. 10 to 15 minutes into the drive, the device had started alarming and upon arrival at their facility they had reached out for support. Subsequently, the liver was discarded.

Manufacturer narrative:
Approximately an hour after the issue was initially reported, the surgeon arrived and assessed the liver. Upon opening the liver bowl, the surgeon identified that the hepatic artery had fallen out of the vessel causing flow and volume loss. The surgeon subsequently decided to place the cannula back in the vessel and perfusion was re-established. The device was de-aired and the perfusion stabilized. It was determined that there was approximately a 2 hour warm ischemic event due to the cannula becoming dislodged. Lactate values had risen after the ischemic event, but then began to drop. Therefore, the liver was declined due to the ischemic event. It was then allocated to another center, but the recipient was not available for transplant and thus was discarded. The cannula will not be evaluated because it could not be returned. It was noted that the cannula was improperly secured by the user leading to its dislodgement. The customer will be re-trained on cannula placement.